Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent malfunction alarms occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that occlusion alarms occurred. Reportedly, the customer did not recall how the issues was resolved but was able to resume insulin. There was no adverse impact to the customer¿s blood glucose level.